Event description:
Servo-ventilator alarmed technical error 43. Pt removed from ventilator and manually ventilated while ventilator changed out. Found that one of the battery modules was not pushed in completely and locked in place. There was no pt injury.